Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as not lot number was provided. No impact to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that a shunt revision occurred. According to the report, it was alleged that the peritoneal catheter was delaminated.